Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis, which was manifested by pain (unspecified). The cause of the peritonitis was reported as due to a "water borne bug". The patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. On an unreported date, the patient was discharged from the hospital. No additional information is available.